Event description:
It was reported by service report that all the bed functions were operable. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
CPR limit set screw.